Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 18, 2022.